Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system leak was confirmed. The silicone valve tear inside the clip introducer was observed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities reported for this lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated. The reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer. The definitive cause for the observed tear could not be determined. In this case, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received reporting that the leak was observed to be from the clip introducer. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: conclusions code 67 was removed and code 23 was added. Evaluation summary: all the available information was reviewed and the investigation determined that the reported leak is a cascading effect of the observed torn silicone valve; however, the observed torn silicon valve appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was implanted. During insertion of the second cds, air entered the steerable guiding catheter (sgc). The clip had only advanced a few centimeters; therefore, the clip was removed with aspiration. After removal, the stopcocks and sgc were tested, and no issue was observed with the sgc. The cds was re-advanced, but the same issue occurred. The clip was not implanted and the cds was removed and replaced. A new cds was used with the same sgc to complete the procedure. It was confirmed that no air entered the anatomy during the procedure. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.